Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 4/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, one of hp's supply bags fell and became disconnected from the supply line of the homechoice set during therapy. Hp then wiped the supply line with amukin sterilizer and reconnected it to the supply bag. Tsc assisted hp in ending therapy early and advised hp to complete therapy manually. Per rn, no patient injury or medical intervention was associated with this incident.